Manufacturer narrative:
Samples from the patient were submitted for investigation and heterophilic antibodies were identified in the samples. This interference was believed to be the root cause of the issue. Product labeling documents the possibility of this interference.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin t results from cobas h232 serial number (B)(4). The cobas 232 is not sold nor is like or similar to a product sold in the united states. The results from the cobas h232 were 415, 454 and 382 ng/l (positive). The sample was tested on a cobas e411 analyzer and either a cobas 6000 or cobas 8000 analyzer and the results were <13 ng/l. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected.

Manufacturer narrative:
Additional information was provided that the results from the cobas h232 were actually 0.454, 0.415, and 0.382 ug/l. The result from a cobas e411 was 0.004 ug/l. The results from a separate sample from the patent on a cobas e601 were 0.005 ug/l. The result of < 0.013 ug/l (negative) was reported to the patient. The patient was not adversely affected.